Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing problem as there was intermittent capture in the right ventricular (rv) channel; possibly due to triggered elective replacement indicator (eri) several months ago causing high battery impedance and the low battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.